Manufacturer narrative:
Customer did not provide the part number or the lot number of the cassette involved in the reported event.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient spontaneously called to explain that she could see her tubing leaking. While on the phone, patient noted that she previously had surgery and the swelling may have dislodged the port/line. She was advised to report to the emergency department (ed), so patient called 911 and was seen in the ed. It is unknown if the patient was admitted. Outcome of the event is also unknown.